Event description:
It was reported that the ilet user experienced recurring low blood glucose episodes, predominantly after meal announcements, with concern that meal deliveries were maladapting following a prior factory reset and that slower gastric emptying led to insulin dosing exceeding needs; the user reduced announced meal sizes, which appeared to trigger excessive insulin delivery, and oral glucose was used to treat lows. Symptoms included hypoglycemia with a nadir of 40 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed use error consistent with announcing incorrect meal sizes. It was concluded, based on previously established findings for similar reports, that the cause was user related.